Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturer representative regarding a plate and screw implanted in a patient using pivox surgery. It was reported that after surgery, the screw titanium plate was exited from the vertebral body. No other patient symptoms reported. No further complications reported. The patient had undergone revision surgery on november 12. The patient issue is temporarily resolved. The product has not been explanted yet.